Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. 3 hours after the start of the procedure (during svc ablation), the patient's blood pressure dropped and cardiac tamponade was confirmed on echocardiography. Cardiac drainage was performed. The blood pressure recovered and the procedure was completed. The patient was transferred to the ICU and received a blood transfusion. Patient fully recovered however required extended hospitalization for follow up observation. Ablation was performed before pericardial effusion was identified. Isolation of posterior wall, mi, and svc (superior vena cava) were performed. Steam pop was not confirmed. No abnormalities were observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure. Act (activated clotting time) was over 300 seconds. The physician's opinion on the cause of the event is that the patient was taking steroids, which made the blood vessels soft. Physicians thinks one of the catheters inside the cardiac cavity pierced the vessel, but they don't know which one.

Manufacturer narrative:
On 28-nov-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. 3 hours after the start of the procedure (during svc ablation), the patient's blood pressure dropped and cardiac tamponade was confirmed on echocardiography. Cardiac drainage was performed. The blood pressure recovered and the procedure was completed. The patient was transferred to the ICU and received a blood transfusion. Patient fully recovered however required extended hospitalization for follow up observation. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31396288l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The physician's opinion on the relationship between the event and the product is that the patient was taking steroids, which made the blood vessels soft. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).